Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data, inclu - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - clinical code - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 04/10/2025. On (B)(6) 2025 at 4:30 pm, the patient consulted a physician who physically checked the insertion site and confirmed the wire remained in the skin and used tweezers to successfully remove the wire from the skin. Two photographs were provided for investigation. The photos in the complaint record were reviewed, though the timing was unspecified. They show a red lump at the needle puncture site, approximately the size of the wearable diameter, with redness covering the back of the entire upper arm. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code problem code: f2304 prophylactic treatment/ code not available h6 codes: health effect - impact code problem code: correction to disregard 4650 appropriate term/code not available. H6 codes: health effect - clinical code problem code: e1803 nodule / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a missing sensor wire issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient inserted a new sensor the same day the wearable was inserted in the arm and experienced sensor failure and decided to remove the sensor. Upon sensor removal, no portion of the sensor wire was visible on the sensor pod. The patient alleged the wire remained in the skin because there was a small bump at the sensor insertion site, and he felt a poking sensation in the arm. On (B)(6) 2025 at 4:30 pm, he consulted his physician who checked the insertion site and found a piece of plastic in his arm and successfully removed it from the skin (unspecified method of removal). The doctor prescribed oral antibiotics prophylaxis (sulfameth/trimethoprim 800/160 mg, once every 12 hours for 5 days) to help prevent an infection. At the time of the report, the patient was stable and doing well. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.